Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After analyzing the data, the tsc determined that the cause of the discordant glucose result was due to user error: the operator placed the tube onto the instrument with a low level of serum, therefore the instrument short sampled the tube. The customer was reminded to make sure tubes are full draws. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant glucose result was obtained on a dimension exl 200 instrument for one patient. The initial result was released from the laboratory and the physician questioned the result. The same sample was repeated and the corrected result was released to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant glucose result.